Event description:
Procedure: inguinal hernia repair. According to the report: the tacker delivered one tack and became completely jammed. No patient injury reported.

Manufacturer narrative:
(B) (4).